Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter displayed the apply sample message. The following month, the medical surveillance specialist (mss) spoke with the patient to obtain additional information included below. The patient told the mss she could not recall how long she was unable to test with the reported meter before she passed out in 2009; she could not remember the date when she passed out. She said her daughter took her to the ER after she passed out. A result of 500 was obtained at the hospital and the patient said her blood pressure was high. She was admitted to the hospital and was treated with insulin and medication for her high blood pressure. She was hospitalized for 3 days and discharged to home on her usual oral diabetes medication, metformin and glipizide. The customer care advocate (cca) noted that the patient was applying the blood sample incorrectly to the top of the test strip. The cca walked the patient through testing with the product and resolved the issue. This complaint is reported because the patient alleges that her lfs meter displayed the apply sample message and she was unable to obtain a blood glucose reading for an unknown period of time. Afterward, she said she passed out and was taken to the hospital where she was treated with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.